Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of a 6.8 cm abdominal aortic aneurysm. The proximal neck was 24-28 mm in diameter and 28 mm in length. The proximal aortic neck was 69 degree angulated. It was reported that the final angiogram revealed a proximal type I endoleak. The physician inserted an endurant cuff however; the delivery catheter was unable to be advanced to the intended landing zone, due to the angulated aortic neck and there was no sufficient landing zone. The physician removed the delivery system from the patient. The physician modeled the stent graft with a balloon and finished the procedure. The physician will monitor the patient. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (anatomy related; proximal aortic neck was 69 degree angulated). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; proximal aortic neck was 69 degree angulated).